Manufacturer narrative:
Device evaluation details: the product was returned to biosense websterinc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed a bent and broken tip section (i.e. With internal parts exposed). This condition could have been caused by post-operative handling or the subsequent handling of the device to have it decontaminated as this damage is not covered in the reported event description. A deflection test was performed and it was found within specifications, that the catheter was deflecting correctly. No deflection issues were verified during the analysis. The event described could not be confirmed as the device performed without any deflection issues; other circumstances or issues that occurred during the use of the device could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the broken tip issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified the device to have a bent and a broken tip. It was initially reported by the customer that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s deflection issue is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. On 27-feb-2023, the bwi pal revealed that a visual inspection of the returned device found a bent and broken tip section (i.e. With internal parts exposed). This finding was reviewed and the issue of a broken tip was assessed as an MDR reportable malfunction.